Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer's blood glucose dropped unexpectedly causing a vehicular accident. Customer was in the emergency room for a day and customer was released. Customer does not remember date of incident or blood glucose levels as incident was a few years old. Customer requested assistance in obtaining sensors as insurance company was no longer paying for them. Customer was advised that there would be a follow up with medtronic supervisor. No further information provided.